Event description:
Shunt malfuncton (proximal). History of hydrocephalus. Admitted for shunt revision after four days of increased lethargy. Pt had high pressure csf with leak around old shunt tubing. Pt had left occipital vp shunt placed at three days of age.